Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system while filling the tubing. Customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was found to be sticking out. The customer further stated, she thought she received 200 units of insulin while connected to tubing line during priming and stated, she treated with two glucose tablets. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. On (B)(6) 2015, the customer was called to obtain health status update, but she could not be reached.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.